Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the event was unknown. On an unspecified date, the patient was hospitalized and treated with unspecified antibiotics (intraperitoneal) for the event. During the hospitalization, automated peritoneal dialysis (apd) was discontinued; however continuous ambulatory peritoneal dialysis (capd) was ongoing. At the time of this report, the patient was recovering from the event. The reporter declined to provide additional information.